Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user notices insulin seeping out of the bottom of the cartridge. Reportedly, the leaking cartridge issue did not impact the user's blood glucose (bg) level. However, the user experienced a lower than normal bg level. The exact value was not provided; however, it was reported that the bg level was below 70 mg/dl. The user drank juice and ate to address bg level. Reportedly, the user believed the pump was delivering too much insulin due to having to change the cartridge out more frequently.